Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device evaluation: one swg was returned for evaluation. The introducer needle was not returned for evaluation. The returned swg was visually examined and measured. The swg had multiple kinks and bends throughout. The distal end of the core ire broke and the spring coils unraveled. The proximal end weld was completely intact. Microscopic examination of the core wire revealed the necking of the wire in the area of the break. The length of the core wire was measured and based upon the measured length of the broken core wire no pieces appeared to be missing. The od of the returned guidewire was measured and met specification. The instruction booklet provided with this kit contained a suggested insertion procedure and describes suggested techniques to minimize the likelihood of swg damage during use. The instructions warn not to withdraw the swg against the needle bevel to minimize the risk of possible severing or damage to the swg. A device history record review was performed with no relevant findings. A risk evaluation was performed on this complaint issue. The investigation found no evidence to suggest a manufacturing related cause. The report of swg/needle resistance could not be confirmed since the needle was not returned. However, it was confirmed that the core wire broke adjacent to the distal weld. Based on the sample evaluation and the report that the swg became wedged on the needle tip, the potential cause of this issue is procedure/patient related.

Event description:
It was reported that the anesthesia department was placing the catheter in the patient's right jugular. They used the arrow raulerson syringe to insert the needle. Then they verified the correct position through the reflux of blood into the syringe. The spring wire guide (swg) was inserted to the second benchmark. The swg became stuck and would not move. During removal, they found the swg was wedged on the needle tip. There was a delay in treatment with no harm to the patient. No patient death and no patient complications were reported. The patient outcome was fine. Additional information received on 03/01/2011 from the ra/qa coordinator manager stated they attempted to remove only the swg that wedged on the tip of the needle; however, after a few minutes they extracted both the swg and needle. At which time, another kit was opened and used successfully.